Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing while painting their fingernails. The field representative reports noise could not reproduce with isometrics and a chest x ray showed system in good position. The s-ICD sensing vector was reprogrammed to secondary. Technical services (ts) was consulted, discussed sensing vector change may help with baseline crossings and identifying noise. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted, and a new implantable cardioverter defibrillator (ICD) was successfully implanted. The patient reported feeling anxious and depressed. No additional adverse patient effects were reported. This product was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing while painting their fingernails. The field representative reports noise could not reproduce with isometrics and a chest x ray showed system in good position. The s-ICD sensing vector was reprogrammed to secondary. Technical services (ts) was consulted, discussed sensing vector change may help with baseline crossings and identifying noise. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted, and a new implantable cardioverter defibrillator (ICD) was successfully implanted. The patient reported feeling anxious and depressed. No additional adverse patient effects were reported. This product was not returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing while painting their fingernails. The field representative reports noise could not reproduce with isometrics and a chest x ray showed system in good position. The s-ICD sensing vector was reprogrammed to secondary. Technical services (ts) was consulted, discussed sensing vector change may help with baseline crossings and identifying noise. This s-ICD system remains in service. No additional adverse patient effects were reported.